Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a procedure on (B)(6) 2013, reportedly the patient specific implant, psi did not fit properly and the posterior edge was too high. The implant had to be contoured on the edges and sides with a burr to create a better fit, results satisfactory. The surgery was prolonged an additional 15-30 minutes. This is 2 of 2 reports for the same event, complaint #(B)(4).